Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 6947m62 lead, implanted (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited loss of capture and high thresholds. It was later confirmed that the lead had dislodged. The lead was subsequently explanted and replaced. No patient complications have been reported as a result of this event.